Manufacturer narrative:
This complaint was confirmed as product was returned for evaluation. The device shows signs of repeated use over a potential field service lifetime of 2.5 years. The strike plate is fractured from the handle at the weld. Damage was observed on the underside of the strike plate and side of the handle that indicates the appropriate surgical technique was not followed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause for the reported event could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a total hip procedure upon impaction, the strike plate fractured off of the instrument. No delay to procedure or patient injury was reported.